Event description:
Report received from USA stating that during service it was found that the device was vibrating. It is not known if the device was used in surgery. It is also not known if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).